Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) and was transferred to omsc for investigation. Omsc checked the subject device and found that the reported phenomenon was duplicated. The investigation at omsc is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic procedure, it was found that the endoscopic image became a color bar and the camera head communication error e222 was displayed. The user cycled the power of the subject device but the issues were not resolved. The user replaced the system including the subject device with another system and completed the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, there was the possibility that this phenomenon was attributed to the failure of the video communication to the processor due to the partial disconnection of the cable or the failure of the printed-circuit board in the connector. Omsc considered that the partial disconnection of the cable was by the user handling. Omsc considered that the failure of the printed-circuit board in the connector was due to the excessive force being applied, because there were dents on the connector. Olympus stated the appropriate handling of ch-s400-xz-ea and the counter measures against abnormalities in the instruction manual of ch-s400-xz-ea.